Manufacturer narrative:
A medtronic representative, following-up at the site, reports that after the surgery was completed the site representative called in to trouble-shoot. It was recommended they re-set internal power cable, which was loose. After re-seating the cable, the localizer and power went to green status. The navigation system returned to normal function. No further issues have been reported. No parts have been returned to manufacturer for evaluation.

Event description:
A site representative, spine coordinator, reported black status that occurred that while in a lumbar fusion procedure. The surgeon successfully placed 4 screws and as a measure function was being used on the last screw, the crosshairs went to black. The surgeon was no longer able to navigate. This was at the point where a c-arm is brought in to confirm screw placement, therefore, there was no clinical impact and no delay in the procedure.